Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient experienced pain at the ipg site. Surgical intervention is pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted and replaced. The issue was resolved.